Manufacturer narrative:
The customer contacted a siemens' customer care center (ccc) specialist. The ccc was given permission to remotely connect to the instrument. The ccc reviewed the instrument data. The ccc found multiple aliquot probe clog detected errors. The ccc requested the customer to clean the aliquot probe and drain. It is unknown if the customer performed these tasks. Siemens is investigating the event.

Event description:
A discordant, falsely depressed urine creatinine result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not released to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer reported out the alternate instrument's result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine creatinine result.

Manufacturer narrative:
The initial MDR 2517506-2017-00144 was filed on february 10, 2017. Additional information (03/21/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc did not find any indication of a reagent delivery issue. A siemens technical applications specialist (tas) was dispatched to the customer's site. The tas ran integrated multisensor technology (imt) mix test, resulting within range. The tas performed the mix test and aligned tests for sample probe 1, reagent probe 1 and reagent probe 2, resulting within range. The tas replaced the aliquot drain, aliquot probe, imt probe and imt drain. The tas performed probe alignments and quickcheck, resulting within range and specifications. The tas ran six random samples, with 18 replicate samples, resulting within range. The cause of the discordant, falsely depressed urine creatinine result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.